Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. Trial start date: (B)(6) 2021. It was reported that they are¿experiencing lower back pain, possibly because of the incision. Patient was also nauseous after the procedure.¿¿ on (B)(6) the patient reported that¿at some time during the night the ens came unplugged so they plugged it back and reset the settings. Patient stated they had a heavy accident and feels they may not have been emptying their bladder. Patient was advised to contact her clinician with health concerns.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that it was unknown whether the patient was describing urinary retention previously. They reported that the patient did not experience urinary retention prior to device, a catheter was not used to resolve the issue and it was not considered standard of care. They also reported the back pain was temporary and due to the lead.

Manufacturer narrative:
Outcomes attributed to adverse event: urinary retention. If information is provided in the future, a supplemental report will be issued.